Event description:
It was reported via repair work order that the lock bar struts are broken and the seat frame is bent, which could effect chair stability. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: client has decided no to repair chair.